Event description:
Female was presented to the cath lab for a heart cath in august 2006. The patient had a history of dvt and pe, and received a trapease vena cava filter in 2003. Prior to the procedure, when the physician was scanning the patient's lungs, under flouro, it was noticed that there were pieces of metal located in both lungs. Films were taken of the filter and it showed that the filter was fractured. The contact person stated that the filter had not migrated and the patient was not complianing of any discomfort or pain.